Event description:
Boston scientific received information that this right ventricular lead had dislodged. This lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.